Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron clinical system generated erroneously elevated sodium (na), potassium (k), and chloride (cl) results. The customer did not specify number of samples involved. The erroneous results were not reported out of the laboratory. Repeat testing was performed on an alternate dxc instrument and those results were reported. The customer stated that qc prior to the event was within the laboratory's established ranges. After the event, however, the first replicate of precision run was elevated. Field service engineer found that the buffer chamber of the ratio pump was leaking, and caused bubbles. The fse replaced the valve for the buffer section of the ratio pump, and verified instrument performance.